Event description:
The customer reported the evis exera ii ultrasound gastrovideoscope was returned as part of the asset return process. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found there was foreign material in the channel. The report is being submitted due to foreign material in the scope found during evaluation.

Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation found the air/water supply, nozzle, water balloon and suction balloon were unable to perform due to the foreign object in the channel. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been almost 1 year since the subject device was manufactured. Based on the results of the investigation, it is likely the foreign material in the channel occurred due to incorrect reprocessing. However, a definitive root cause could not be determined. The following information is stated in the instructions for use (IFU): ¿chapter 7 cleaning, disinfection, and sterilization procedures chapter 8 reprocessing workflow for endoscopes and accessories chapter 9 reprocessing the endoscope (and related reprocessing accessories)¿ olympus will continue to monitor field performance for this device.